Event description:
During the attempted powerglide midline insertion into the right upper cephalic vein, resistance was met. Upon withdrawal it was noted that the distal end of the catheter was deformed with approximately 1cm missing from the tip. The vascular surgeon was notified immediately however, he was unable to find the tip of the catheter even with the use of fluoro, ultrasound and x-ray. FDA safety report ID# (B)(4).